Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the permanent cautery spatula instrument had a broken cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no issue. The surgeon was dissecting when the issue occurred. The issue was not resolved to opening/closing of the grips, left/right (yaw) motion of the grips, or up/down (pitch) motion of the wrist. One cable was visibly protruding from the distal end of the instrument. The protruding cable was not the one that controls opening/closing of the jaws or that controls up/down motion of the wrist. The silver cable was broken. There was no loss of cautery or sign of thermal damage. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell into the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery spatula (pcs) instrument was analyzed and found to have a broken pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Review of the provided image is consistent with the alleged complaint: a broken pitch cable was observed.